Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the reported field event of sensing anomaly was not confirmed. Tests performed indicated normal electrical characteristics. Visual inspection did not find any anomaly on lead. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that during the implant procedure it was not possible to get any measured values of the lead in psa mode. Artifacts was visible on the screen. The lead was not implanted.